Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a faulty cable. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olmypus for adevice evaluation and the customer's allegation was confirmed. The communication cable has deteriorated due to stress from use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic nasal examination the camera head had poor vision. The procedure was completed using the same device with no delays and no reports of patient or user harm associated with this event.